Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade unknown, and "patient concern with the product."

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown and "exchange from textured to smooth implants due to the patients concern with the product ". Device has been explanted.